Event description:
The pt was hospitalized due to an diabetic ketoacidosis. The reporter was not specific about the events lead up to the reported hospitalization. The reporter questioned several aspects regarding the functioning of the device, reported that the pump had some physical damage and requested replacement. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.